Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient rotated their device in the pocket, twisting the right atrial (ra) and right ventricular (rv) leads and dislodging them. The patient also received inappropriate therapy from the rv lead. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.